Event description:
It was reported that "the doctor found the swg kinked prior to the patient. They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found the swg kinked prior to the patient. They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.".

Manufacturer narrative:
(B)(4). The customer returned one guidewire and an arrow advancer for analysis. The guidewire cap was not returned. No obvious signs of use were observed. The guidewire was observed to have three kinks throughout the body. The distal j-bend was misshapen but intact. Microscopic examination confirmed the kinks in the guidewire body. Both welds were present and were observed to be full and spherical. During full assembly, the kinking in the guidewire would have been located within the guidewire cap/straightening tube during packaging, shipping, and storage, protecting it from damage. No other defects or anomalies were observed on the returned guidewire assembly. The kinks in the guidewire were located 411mm, 439mm, and 648mm from the proximal tip. The overall length of the guidewire measured 683mm, which is within the specification limits of 678mm - 688mm per the guidewire product drawing. The outer diameter of the guidewire measured 0.85mm, which is within the specification limits of 0.838mm - 0.877mm per guide wire product drawing. The guidewire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guidewire was advanced through the returned ars and lab inventory 18ga introducer needle to functionally test the guidewire. The undamaged portions of the guidewire passed through both components with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guidewire damage during use. The instructions caution, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guidewire was kinked was confirmed through complaint investigation of the returned sample. Three kinks were observed on the guidewire body. The guidewire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and sample received, the potential root cannot be determined as it cannot be confirmed when the damage occurred. Teleflex will continue to monitor and trend for complaints of this nature.